Event description:
Asku

Manufacturer narrative:
This report is based solely on device returne and analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Further analysis of the device was done at body temperature where a high current drain condition was noted. Electrical analysis determined current leakage in the battery filter capacitors contributed to the reported battery depletion.